Event description:
On (B)(6) 2012 covidien (B)(6) reports: a (B)(6) male pt, weighing (B)(6), with good venous status, rec'd 90ml of optiject 350 (ioversol) by IV route in the forearm, at the rate of 2ml/sec for a scan of the abdomen and pelvis for right pulmonary opacity on (B)(6) 2012. During optiject injection he experienced an extravasation (between 31 and 100ml) with pain at injection site (forearm). This lead to the interruption of the examination. The final outcome was unk.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.